Manufacturer narrative:
H.6. Investigation: 23 samples were sent to hanscent, lot number is 20190128. Complaint sample investigation: hanscent connect 5 samples to saline bag to confirm leakage, the 5 samples shows air vent leakage. Hanscent proceed to cut the air vent, and air filter broken around the air vent. Retention samples inspection: hanscent inspected 10 pcs retention samples from lot 20190128, no leakage was observed. Production samples testing: according to the hanscent quality agreement with bd, the hydrophobic and antibacterial filter must bear an over pressure of 80 cm of water column for 15 min. Pressure of 80 cm of water column equals about 8 kpa. For this testing, hanscent set test pressure to under 15 kpa for this time. 300 pcs assembled drip chamber have been sampled and conducted filter leakage test with the air vent open under 15kpa, no issue found. Device history record review: hanscent reviewed the manufacturing record including air filter incoming inspection and assembly record for lot 20190128, no abnormality was observed. Process investigations: hanscent focus on the assembly process as air filter was found broken in the complaint samples. Hanscent verified the air filter assembly process, no issues observed. Hanscent focus on air vent assembly, air vent is assembled after air filter, and filter broken position is around the air vent, the air filter is composite of different material layers which can be easy to break if rubbed by hands. The filter was probably broken by the air vent which was assembled deeper than setting. The depth of the air vent assembly is controlled by an air-operated pole. There¿s possibility the pole is pressing the air vent a bit deeper when the screw was loosen leading to the air filter broken. Root cause: from investigation, the likely cause occurred in the air vent assembly. Due to the screw of the air-operated pole was loosen, possibility the pole is pressing the air vent a bit deeper when the screw was loosen leading to the air filter broken.

Event description:
It was reported that 23 IV set cfn120 bp hs experienced leakage. The following information was provided by the initial reporter: water leak to air filter after setting up IV set and sap reverse flow. What was the fluid that leaked? - water. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 23 IV set cfn120 bp hs experienced leakage. The following information was provided by the initial reporter: water leak to air filter after setting up IV set. And sap reverse flow. What was the fluid that leaked? Water. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.